Manufacturer narrative:
Eval: no product was returned; however, based on the info provided, it is feasible to say the device came in contact with a sharp or hard object during advancement or withdrawal. We do state in our instructions for use booklet; "advance the introducer into the trachea. If resistance is encountered do not force the introducer; gently rotate and advance."